Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Specimen bag was torn at the bottom along the seam. Device was returned still in trocar. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the specimen bag forced through an instrument shaft, cannula or inadequately sized trocar site incision. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, while taking out the gallbladder at the end of the surgery, when they were taking out the bag out of the body, the bag tore and fell into the patient. They used another device to complete the procedure. No patient injury.